Event description:
Alcohol based hand sanitizer pumps are breaking leading to inability to pump out the required amount of product to perform hand sanitizing. Ees need to obtain a new bottle wasting a great deal of product. This seems to be a product failure with the pump.